Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the "unit will short out when applying pressure by pulling the handle and the blade". Alleged defect was reported as detected during a demonstration. There was no report of patient involvement. It is unclear if it occurred in the clinical setting.

Manufacturer narrative:
Qn# (B)(4). The device history record was reviewed and no issues that could have contributed to the reported failure were noted. The sample was returned for evaluation. The sample was inspected and it is confirmed that there was no light as reported by customer. In the trulite, there are two wires, one is positive which ties in the slot of the cover, and another is negative which ties on the bottom end of the handle. Both ends connect with the battery. During the investigation, it was found that the negative wire was broken near the hinge which caused the failure of light system. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges that the "unit will short out when applying pressure by pulling the handle and the blade". Alleged defect was reported as detected during a demonstration. There was no report of patient involvement. It is unclear if it occurred in the clinical setting.